Event description:
On (B)(6) a user who is working in labs emailed regarding a performance issue with covid-19 ag rapid test from celltrion diatrust. Lot covgca 1005 with expiration date (B)(6) 2022 is failing to provide positive patient results at 15 minutes as per insert, meaning that they are obtaining false negative results. The user first noted this issue on monday the 29th of august as user processed a sample and reported at 15 minutes as negative. When user went to discard the cassette an hour later a faint line appeared at the test position.user ran the positive control provided and obtained a faint line for the positive control.as a precaution user instructed user's techs to run positive controls with each run. Even so, this week they had patients that processed their home covid test and obtained a positive result, they went to the lab to obtain an official confirmation test. User ran their sample with the lot mentioned and obtained a negative result. Since user was informed that the patients had already tested positive on their home test for covid, user ran the sample on an alternate manufacturer's covid ag kit, genbody obtaining a positive results within the specified time in the insert. The user said he/she has retired from use 22 kits and still in stock and the user complained this issue. The user attached pictures of test cassette for the patient mentioned. Importer comments: we keep looking for more information by attempting the follow-up and if any further information is obtained,it will be reported.